Manufacturer narrative:
Investigation included technical support troubleshooting and user education. Investigation of this case revealed that blood glucose improved after replacing the infusion set and supplies, and no hardware malfunction was identified. It was concluded that the event was hyperglycemia with unclear cause, possibly related to infusion site or sensor discrepancy, with resolution following supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that after an overnight supply change, the ilet displayed rising hyperglycemia with a sensor reading of 277 mg/dl while a contemporaneous fingerstick measured 196 mg/dl, and there were no device alerts; the user was advised against a non-meal bolus and performed a full supply change due to suspected infusion or sensor discrepancy, after which insulin delivery was resumed. Symptoms included feeling disappointed. Outcomes included no need for outside assistance and no medical intervention.